Manufacturer narrative:
The report is filed october 7, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same surgery. Correction: the correct type of reportable event is device malfunction, not serious injury as previously reported. This report is filed august 26, 2015.

Event description:
Per the clinic, the patient experienced poor performance and discomfort with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.